Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded. However, we were able to receive some pictures of the device before it was discarded. In those provided pictures, we did not observe any defects in the device . All of the blades were observed to have properly closed inside its housing. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Without the returned device, we are inconclusive about the root cause of this incident. This incident resulted in minor vein injury to the patient. Surgeon sutured this cut section of the vein without any further complications.

Event description:
During valvulotomy, surgeon was unable to close the blades into its housing in his first pass. This resulted in one of the blades cutting a small section of the vein at its distal end. Surgeon sutured this cut section of the vein without any further complications.